Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was inserted into the laa, and a 27mm watchman flx closure device was advanced. The physician noted that the trajectory to the laa was challenging and removed the was and wds to exchange for a watchman single curve access system and a new 27mm closure device. Prior to advancing the second was and wds the physician observed a pericardial effusion on the echocardiogram imaging. The second was advanced and the 27mm closure device was successfully implanted. The patients systolic blood pressure dropped and pericardiocentesis was completed to treat the effusion. 250 cc of blood was removed and transfused back to the patient. The patient remained stable throughout the procedure and was kept in the intensive care unit (ICU) overnight for observation. There were no further complications, and the patient was discharged home. The physician suspected that the double curve access system initially used interfered with the limbus causing the effusion due to a challenging trajectory.